Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that when the nurse went to check on patient the unspecified medication went into the arm instead in the vein. The patient's arm had swollen up due to the event. The nurse indicated "patient harm yes" and stated the device failed to alarm. Although requested, no additional information was provided.

Event description:
It was reported that the nurse went to check on the patient due to the patient calling for assistance with complaints of severe right arm pain and swelling. It was reported that the lactated ringers went into the arm instead of the vein. The infusion was stopped immediately. The swelling was re-evaluated the next day with complete resolution of the symptom. The event occurred in the emergency department.

Event description:
It was reported that the nurse went to check on the patient due to the patient calling for assistance with complaints of severe right arm pain and swelling. It was reported that the lactated ringers went into the arm instead of the vein. The infusion was stopped immediately. The nurse indicated "patient harm yes" and stated the device failed to alarm. The swelling was re-evaluated the next day with complete "resol". The event occurred in the emergency department

Manufacturer narrative:
Ugh the customer did not provide the age units, it is presumed to be "years" since it was indicated that the patient is an adult. The customer¿s report of an infiltration event was not confirmed. The source pump module was received in good condition. The instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The alarm light house display was observed with impact damage. A review of the pcu error log found no errors or malfunctions on the reported incident date. The pcu event log was reviewed for the reported event date. The log identified an infusion of ivf maintenance (drug ID 1). The logs recorded a partial patient side occlusion and was then channeled off. The dfu general information sections, warnings and cautions states ¿the device is not designed nor intended to detect infiltrations and does not alarm under infiltration conditions. Testing was conducted by performing the preventive maintenance task using asm on both returned pump modules and both devices passed. The root cause of the customer¿s report that the lactated ringers went into the arm instead of the vein and stated the device failed to alarm is the result of user training. The pump module is not designed nor intended to detect infiltrations and does not alarm for infiltration conditions. Review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 02/12/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 02/11/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one quality notification ((B)(4)) was opened for device ¿out of calibration¿. The review of complaint history records in trackwise and sap was performed for the returned source devices (s/n (B)(6)) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text: device returned and evaluated.